Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "no disposable" alarm. The rate was 2.2ml/hr, residual volume was 6.9ml, and 93.1ml was given. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.